Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after sterilization of the device, something like grease was observed on the whole surface. Reportedly it was visible through the hole that the grease was coming from the bearing mechanism. The surgeon was concerned of its toxicity to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.